Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. Additionally, it was reported that in attempt to interrogate the device, the device was unable to be interrogated during the clinic visit. It was recommended that this device be replaced. The device was subsequently explanted and replaced the same day due to the inability to interrogate the device. No additional adverse patient effects were reported. This product is expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. Additionally, it was reported that in attempt to interrogate the device, the device was unable to be interrogated during the clinic visit. It was recommended that this device be replaced. The device was subsequently explanted and replaced the same day due to the inability to interrogate the device. No additional adverse patient effects were reported. This product is expected to be returned.